Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately four months post ICD implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: 5568-45 implantable pacing lead implanted: 2007-02-22; 419378 implantable pacing lead implanted: (B)(6) 2003; 6944-65 implantable tachy lead implanted: (B)(6) 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.